Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced they usm to resolve the error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to error. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where the unit failed check cannula test replicating the reported event. Once testing was completed, the axes controller spar connector (acsc) was tested and verified to be the source of the fault.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the system encountered a persistent error 1126 on the universal surgical manipulator (usm) 3. Prior to contacting the technical service engineer (tse) for assistance. The customer attempted to resolve the issue by power cycling the system several times, but the fault persisted. The system was not connected to onsite at the time of the call. The customer informed the tse that the fault had led them to switch to another available da vinci system. After the call ended, the tse noted that logs had populated, indicating that the customer had managed to temporarily connect the system. The logs revealed an issue with the cannula sensor in usm 3. The customer proceeded with another dv system with no reported injury.